Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. She additionally reported that the patient had no therapeutic effect on program 2 so they went to program 3 and it still was not helping. They went back to program 1 but the patient was not feeling anything, so they changed to program 4 and he felt the stimulation sensation. Since then, they increased amplitude a few times and it is currently at 2.3 but he still is not having good therapeutic effect. Yesterday, the patient was doing something and he "felt like a flood". Today the patient spoke to the doctor and was told the doctor did not know what to tell him. The caller asked the patient if he fell but he replied no. The caller mentioned they put him on a different blood pressure med and she asked the doctor about it but he said it was not a diuretic. The caller stated that the patient has 7 programs available and recommended to try all 7 settings and follow up with their healthcare professional to determine if a device check is needed. No further patient complications are anticipated or expected as a result of this event. Additional information was received from a healthcare provider indicating the patient called them about a non-functioning device. They continued that they found out that the device was shut off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that ¿the patient was working really well to resolve stress incontinence until (B)(6) 2019;¿ they had a return of symptoms the day after thanksgiving. It was clarified that they were wetting themselves again, soaking themselves. The patient¿s daughter was able to connect to the ins and saw that stim was off but noted that they did not actively turn stim off. They turned stim back on and the patient felt a jolt. They decreased from 3.0 to 2.6 and the jolt was resolved. It was noted that the patient was still wetting themselves, but not as much as before. They had been slowly increasing stim every couple of days, and they had increased stim to 3.5 but the patient was not feeling stim. On (B)(6) 2019 the patient¿s daughter stated that even with slowly increasing stim every couple of days the device had not helped to control the patient¿s symptoms since it was turned back on. They had increased to 4.4v and noted that the healthcare provider recommended to change programs since increasing hadn¿t helped, and they weren¿t feeling stim. They were assisted with changing from program 1 at 4.4v to program 2 at 3.2v where the patient was comfortable. No further patient complications are anticipated or expected as a result of this event.